Event description:
It was reported that the patient presented to the hospital for a routine pulse generator upgrade. The physician opened the pocket with the use of electrocautery. The lead then exhibited loss of sensing and the patient was asystolic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.